Event description:
Per the clinic, the patient experienced pain, dizziness and a (performance decrement) leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device as of the date of this report july 28, 2016.